Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) performance data collected from the device was analyzed, and revealed that on we did receive egm_12211 tech file shows rv sensing polarity programmed change notes and "vs, fs" channel markers after change.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a implantable cardioverter defibrillator(ICD) checkup, when the right ventricular (rv) sensing polarity was reprogrammed it caused rv oversensing and triggered a fibrillation sense marker on the electrogram. The ICD remains in use. There were no patient complications reported as a result of this event.